Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Customer's blood glucose was 178 mg/dl. A new cartridge was loaded to address the event and the pump fill estimate was accurate.